Event description:
A female pt, reported as obese, underwent successful pci in 2008. The procedure was performed through a 6 french procedural sheath placed in the right common femoral artery. Following the pci, the pt was treated with a mynx vascular closure device by a trained operator for achievement of femoral artery hemostasis. The mynx was reportedly prepped and used per the instructions for use and immediate hemostasis was successful. The pt was discharged the following day without incident. That same night, the pt presented to the ER due to reported swelling in the right groin and was treated via manual compression for a hematoma. Additionally, doppler ultrasound was performed which detected a reportedly, small pseudoaneurysm (size unk). Due to excessive tenderness at the access site, the pt was unable to tolerate the compression applied to resolve the small pseudoaneurysm and was sent for surgical repair in 2008. The pt tolerated the procedure well and was discharged from the hosp without further incident two days later. No further info is available from the site.

Manufacturer narrative:
The device was not returned for evaluation. Based on the limited info provided, the root cause of the reported incident could not be determined. There is no evidence to suggest that the mynx device did not perform as intended per IFU. However, pseudoaneurysms and hematomas are anticipated complications of catheterization procedures, regardless of the use of closure devices. They also occur with manual compression.